Event description:
Hospital cath lab personnel were beginning a transfer of a pt from their room to the cath lab for a procedure. The device was connected to the pt for external pacing but, according to the reporter, the device would not pace the pt. A backup device was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.